Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported non-sustained ventricular tachycardia could not be conclusively determined through this investigation. Review of the submitted log files revealed that the device was operating as expected. No unusual alarms or events were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision a is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the arrhythmia did not result in clinical compromise, and it was non-sustained ventricular tachycardia. The patient did not have a history of arrhythmia pre-lvad, which was thought to be device related. No treatment was performed, but the event resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for patient who had implantable cardioverter defibrillator (ICD) shock this morning. The patient had about 10-15 of repeated sneezing just prior to shock. There were no unusual events recorded in the log file event history.